Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR# 1018233-2012-01757 and 1018233-2012-01758.